Event description:
Additional information was received from the patient's treating physician indicating that the patient died in (B)(6) 2004 and the death was believed to be unrelated to vns. No further information was available from the physician.

Event description:
It was reported through a scientific article that a vns patient died a sudden unexpected death in epilepsy after 9 years of successful vns treatment. About 4 months prior to death, the patient had fallen on ice and subsequently experienced a worsening of her seizure control. At 3.5 months later, the vns was explanted and a new one was implanted. Eleven days after the operation, the patient was found dead. Investigations post mortem did not reveal any problems with the new stimulator, but the cable was twisted. At the moment, the cause of death and the relationship to vns therapy is unknown. Good faith attempts to obtain further information regarding the event have been unsuccessful to date.